Event description:
It was reported that during a sigmoidectomy procedure, the blade tip broke off. Another device was used to complete the case. There were no adverse consequences to the pt, they remove the broken part. No pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.